Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), genital haemorrhage ("abnormal bleeding (general)"), procedural haemorrhage ("complications of heavy bleeding") and vulval abscess ("boils on vulva and buttock") in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle, hypertension and chronic lumbago. She has no complains or questions, no evidence of essure implants within the uterine cavity.hysterosalpingogram impression: no free spillage of contrast into the peritoneum. Concurrent conditions included cyst ovary. Concomitant products included losartan and netlotto. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, 2 months 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain"). In 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced decreased appetite ("lack of appetite") and abdominal distension ("bloating"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("emotional anguish"), mental disorder ("exacerbated psychological or psychiatric problems"), hypovitaminosis ("vitamin deficiency") and amenorrhoea ("symptom of period but no period"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced vulval abscess (seriousness criterion medically significant) and furuncle ("boils on vulva and buttock"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("cycle pain") and complication of device removal ("complications of device removal-possible puncture"). The patient was treated with surgery (partial hysterectomy (kept, both fallopian tubes and ovaries)), surgery (dilatation and curettage,endometrial ablation.) And surgery (ndometrial ablation, dilatation and curretage on (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine and depression had resolved, the procedural haemorrhage, vulval abscess, back pain, pain in extremity, headache, decreased appetite, abdominal distension, hypovitaminosis, furuncle, amenorrhoea, menstruation irregular, dysmenorrhoea and complication of device removal outcome was unknown and the abdominal pain, weight increased, weight decreased, alopecia, anxiety and mental disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, complication of device removal, decreased appetite, depression, dysmenorrhoea, furuncle, genital haemorrhage, headache, hypovitaminosis, menorrhagia, menstruation irregular, mental disorder, migraine, pain in extremity, pelvic pain, procedural haemorrhage, vaginal haemorrhage, vulval abscess, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion current weight 172 lbs. Weight at time of placement 192.24 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal vaginal bleeding"), vulval abscess ("boils on vulva and buttock") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A36524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle, hypertension and chronic lumbago. She has no complains or questions,no evidence of essure implants within the uterine cavity.hysterosalpingogram impression: no free spillage of contrast into the peritoneum. Concurrent conditions included cyst ovary. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), pelvic pain ("pain"), pain in extremity ("leg pain") and back pain ("back pain"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), mental disorder ("exacerbated psychological or psychiatric problems"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("depression"), decreased appetite ("lack of appetite"), abdominal distension ("bloating"), hypovitaminosis ("vitamin deficiency"), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("symptom of period but no period") and headache ("headaches"). In 2016, the patient experienced furuncle ("boils on vulva and buttock") and vulval abscess (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anxiety ("emotional anguish"), menstruation irregular ("irregular menses") and dysmenorrhoea ("cycle pain"). The patient was treated with surgery (ndometrial ablation, dilatation and curretage on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, abdominal pain, migraine, mental disorder, weight increased, weight decreased, menorrhagia, depression and anxiety had not resolved and the alopecia, pelvic pain, decreased appetite, abdominal distension, hypovitaminosis, furuncle, vulval abscess, amenorrhoea, menstruation irregular, headache, pain in extremity, back pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, decreased appetite, depression, dysmenorrhoea, furuncle, genital haemorrhage, headache, hypovitaminosis, menorrhagia, menstruation irregular, mental disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage, vulval abscess, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Current weight 172 lbs. Weight at time of placement 192.24 lbs. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, historical condition and concomitant disease added. Essure indication updated and lot number added. New events abnormal bleeding ( menorrhagia), hair loss, headaches, depression, emotional anguish, lack of appetite, bloating, vitamin deficiency, boils on vulva and buttock, abnormal bleeding (general), irregular menses, symptom of period but no period, pain, cycle pain,leg pain and back pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('left essure coil was embedded into the cornual region of the uterus, both were deeply embedded into the tubal tissue'), menorrhagia ('abnormal bleeding ( menorrhagia)'), vaginal haemorrhage ('abnormal vaginal bleeding/ abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding (general)') and vulval abscess ('boils on vulva and buttock') in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, hypertension and chronic lumbago. She has no complains or questions,no evidence of essure implants within the uterine cavity. Hysterosalpingogram impression: no free spillage of contrast into the peritoneum. Current weight 172 lbs. Weight at time of placement 192.24 lbs. Concurrent conditions included cyst ovary. Concomitant products included losartan and netlotto. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain"), 2 months 20 days after insertion of essure. In 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced decreased appetite ("lack of appetite") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("emotional anguish"), mental disorder ("exacerbated psychological or psychiatric problems"), hypovitaminosis ("vitamin deficiency") and amenorrhoea ("symptom of period but no period"). In 2016, the patient experienced vulval abscess (seriousness criterion medically significant) and furuncle ("boils on vulva and buttock"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage ("complications of heavy bleeding"), menstruation irregular ("irregular menses"), dysmenorrhoea ("cycle pain") and complication of device removal ("complications of device removal-possible puncture"). The patient was treated with surgery (endometrial ablation, dilatation and curettage on (B)(6) 2016, essure removal, partial hysterectomy (kept, both fallopian tubes and ovaries) and dilatation and curettage,endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine and depression had resolved, the embedded device, procedural haemorrhage, vulval abscess, back pain, pain in extremity, headache, decreased appetite, abdominal distension, hypovitaminosis, furuncle, amenorrhoea, menstruation irregular, dysmenorrhoea and complication of device removal outcome was unknown and the abdominal pain, weight increased, weight decreased, alopecia, anxiety and mental disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, complication of device removal, decreased appetite, depression, dysmenorrhoea, embedded device, furuncle, genital haemorrhage, headache, hypovitaminosis, menorrhagia, menstruation irregular, mental disorder, migraine, pain in extremity, pelvic pain, procedural haemorrhage, vaginal haemorrhage, vulval abscess, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device lot number: a36524 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('left essure coil was embedded into the cornual region of the uterus, both were deeply embedded into the tubal tissue'), menorrhagia ('abnormal bleeding ( menorrhagia)'), vaginal haemorrhage ('abnormal vaginal bleeding/ abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding (general)') and vulval abscess ('boils on vulva and buttock') in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, hypertension and chronic lumbago. She has no complains or questions,no evidence of essure implants within the uterine cavity. Hysterosalpingogram impression: no free spillage of contrast into the peritoneum. Concurrent conditions included cyst ovary. Concomitant products included losartan and netlotto. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain"), 2 months 20 days after insertion of essure. In 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced decreased appetite ("lack of appetite") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("emotional anguish"), mental disorder ("exacerbated psychological or psychiatric problems"), hypovitaminosis ("vitamin deficiency") and amenorrhoea ("symptom of period but no period"). In 2016, the patient experienced vulval abscess (seriousness criterion medically significant) and furuncle ("boils on vulva and buttock"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage ("complications of heavy bleeding"), menstruation irregular ("irregular menses"), dysmenorrhoea ("cycle pain") and complication of device removal ("complications of device removal-possible puncture"). The patient was treated with surgery (endometrial ablation, dilatation and curettage on (B)(6) 2016, essure removal, partial hysterectomy (kept, both fallopian tubes and ovaries) and dilatation and curettage,endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine and depression had resolved, the embedded device, procedural haemorrhage, vulval abscess, back pain, pain in extremity, headache, decreased appetite, abdominal distension, hypovitaminosis, furuncle, amenorrhoea, menstruation irregular, dysmenorrhoea and complication of device removal outcome was unknown and the abdominal pain, weight increased, weight decreased, alopecia, anxiety and mental disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, complication of device removal, decreased appetite, depression, dysmenorrhoea, embedded device, furuncle, genital haemorrhage, headache, hypovitaminosis, menorrhagia, menstruation irregular, mental disorder, migraine, pain in extremity, pelvic pain, procedural haemorrhage, vaginal haemorrhage, vulval abscess, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Current weight 172 lbs. Weight at time of placement 192.24 lbs. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received : event " left essure coil was embedded into the cornual region of the uterus, both were deeply embedded into the tubal tissue" added, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal vaginal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), mental disorder ("exacerbated psychological or psychiatric problems"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (an ablation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, abdominal pain, migraine, mental disorder, weight increased and weight decreased had not resolved. The reporter considered abdominal pain, mental disorder, migraine, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), procedural haemorrhage ("complications of heavy bleeding") and vulval abscess ("boils on vulva and buttock") in a 32-year-old female patient who had essure (batch no. A36524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle, hypertension and chronic lumbago. She has no complains or questions,no evidence of essure implants within the uterine cavity hysterosalpingogram impression: no free spillage of contrast into the peritoneum. Concurrent conditions included cyst ovary. Concomitant products included losartan and netlotto. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, 2 months 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain"). In 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In april 2014, the patient experienced decreased appetite ("lack of appetite") and abdominal distension ("bloating"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("emotional anguish"), mental disorder ("exacerbated psychological or psychiatric problems"), hypovitaminosis ("vitamin deficiency") and amenorrhoea ("symptom of period but no period"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced vulval abscess (seriousness criterion medically significant) and furuncle ("boils on vulva and buttock"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("cycle pain") and complication of device removal ("complications of device removal-possible puncture"). The patient was treated with surgery (partial hysterectomy (kept, both fallopian tubes and ovaries)), surgery (endometrial ablation, dilatation and curettage on (B)(6) 2016 and surgery (dilatation and curettage,endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, migraine and depression had resolved, the procedural haemorrhage, vulval abscess, back pain, pain in extremity, headache, decreased appetite, abdominal distension, hypovitaminosis, furuncle, amenorrhoea, menstruation irregular, dysmenorrhoea and complication of device removal outcome was unknown and the abdominal pain, weight increased, weight decreased, alopecia, anxiety and mental disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, back pain, decreased appetite, depression, dysmenorrhoea, furuncle, genital haemorrhage, headache, hypovitaminosis, menorrhagia, menstruation irregular, mental disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage, vulval abscess, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient sought medical attention for her symptoms from doctor. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion current weight 172 lbs. Weight at time of placement 192.24 lbs. Most recent follow-up information incorporated above includes: on 12-jun-2018: information from pfs and mr: event outcome updated event procedural bleeding,complications of device removal added event menorrhagia made incident due to endometrial ablation. Concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.